Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient has non-compliance with aseptic technique and doesn¿t wear a mask. Peritonitis was manifested by cloudy effluent and abdominal pain. Four days prior to the receipt of this report, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with ancef (route, dosage, frequency, and duration not reported), gentamicin (route, dosage, frequency, and duration not reported), and vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, antibiotic therapy with ancef and gentamicin was stopped, but antibiotic therapy with vancomycin was reported to be ongoing. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.